Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 7. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2021, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 7. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On 2021-12-28, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.